Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Event description continuation: additional clarification was received on the returned catheter conditions. These conditions were not noted prior to returning the catheter to the biosense webster failure analysis lab. The sheath used in the procedure is not known. There was no reported issues with any difficulty experienced while maneuvering the catheter or during the withdrawal. It was confirmed that there was no patient consequence. The returned catheter conditions have been reviewed. Both the rough electrode and the damage to the peek housing have been assessed as reportable malfunctions. A rough electrode may cause damage to the endothelial layer of the vasculature or cardiac structures. If the peek housing is almost splitting, detaching or internal parts are exposed, risk to the patient is critical due to the potential of thrombus formation from exposure of internal parts of the catheter. With the information currently available in the analysis, the other returned catheter conditions have been assessed as not reportable. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. Initially, during the procedure, the catheter could not discharge. The catheter was exchanged to continue the procedure. The procedure was completed with no patient consequence. Since the operator would not be able to ablate, the operator will need to replace the catheter. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The product was received for analysis in the biosense webster failure analysis lab and it was discovered on (B)(4) 2016 the following returned catheter conditions: spring is bent slightly causing tip dome to angled down. Tip dome is damaged. Ring #1 is dented on the distal side lifting up proximal side slightly leaving it rough. Pebax has small damaged area about 1.7mm from distal side of ring #2. Ring #2 slightly dented. Ing #3 proximal side dented down. Peek housing and polyurethane (pu) margin squashed down causing pu margin to be lifted up off peek housing some places. Peek housing torn. Opposite side: tip dome damaged in several spots. Ring #1 dented in two areas. Ring #2 dented. Ring #3 dented down on proximal side with pu margin pulled away from ring went the peek housing squashed.

Manufacturer narrative:
Correction to the initial report as the pebax damage of the pinhole was also assessed as a reportable malfunction. (B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. Initially, during the procedure, the catheter could not discharge. The catheter was exchanged to continue the procedure. The procedure was completed with no patient consequence. Upon receipt, the catheter was visually inspected and it was found that the spring was slightly bent causing the tip dome to be angled down. Also it was found that the dome, electrode 2 and 3 were bent and slightly lifted. The pebax had a small hole. The peek housing and polyurethane (pu) margin were squashed down causing the pu margin to be lifted up off in some places and it was also turned. The condition of the catheter was not originally reported on the complaint. No resistance with sheath was reported. Due to the conditions of the catheter, a scanning electron microscope (sem) analysis was performed. Results show that the external surface of the distal tip exhibit evidence of scratches, bends and a pinhole. Mechanical damage can be observed on the peek housing. It is possible that an unknown object hit and damaged the peek housing, rings and pebax. The type of damage suggests that the catheter had friction with another device possibly the sheath from the distal to proximal causing the rings to be uplifted. However, it could not be conclusively determined. The catheter outer diameters were measured and it was found within specifications. Per the reported complaint, the returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were disconnected inside the dome. The customer complaint regarding a temperature failure has been confirmed. Similar complaints are monitored on monthly bases. An internal corrective action has been opened to investigate the tc breakage on the tip section for smart touch and smart touch sf. The device history record (DHR) for the lot number has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The customer complaint has been verified. Based on available analysis results, complaint appears to be caused by internal biosense webster inc. Processes, specifically manufacturing therefore an internal corrective action has been opened to investigate the tc breakage on the tip section for smart touch and smart touch sf.